Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n35-o) broke at the adapter during use. The following information was provided by the initial reporter: verbatim: "it was reported that the syringe adapter snapped and broke when pushing air into vial. One of the techs stated that when pushing air into the vial, the syringe adaptor snapped and broke. Was this reported anywhere and what training was provide to prevent this¿.

Event description:
It was reported that the bd phaseal optima injector (n35-o) broke at the adapter during use. The following information was provided by the initial reporter: "it was reported that the syringe adapter snapped and broke when pushing air into vial. One of the techs stated that when pushing air into the vial, the syringe adaptor snapped and broke. Was this reported anywhere and what training was provide to prevent this¿.

Manufacturer narrative:
H.6. Investigation: one photo showing a n35-o optima injector and one photo showing a n35 phaseal injector was provided to our quality team. Upon inspecting the photos, no defects or damage was observed. A device history review was performed for lot: 1908105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified and no damage noted on any of the luer threads. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, no issues related to the luer connection were observed. Product undergoes a series of testing and inspections throughout manufacturing to ensure the quality and functionality of the device, including verifying critical dimensions on the hub and luer threading and leakage tests which confirm the proper connection between the injector and syringe. Results of these tests were reviewed for the reported lot and all product met required specifications, no issues were identified related to the reported incident. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.